Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of knee with the hinge component because of a femoral nonunion and broken stem.

Manufacturer narrative:
An event regarding crack/fracture involving unknown femoral stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. However, xray confirms broken stem. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the provided x-rays confirms broken stem but the root cause could not be determined because the device was not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of knee with the hinge component because of a femoral nonunion and broken stem.